Event description:
Per additional information received from the site, a bent valve strut punctured the esheath, and the valve was protruding by the side of the esheath. Preliminary observations of the returned devices confirm a sheath liner tear with valve protruding at the torn liner. Two valve struts were observed bent outwards at the inflow site.

Manufacturer narrative:
A supplemental MDR is being submitted based on new information received and pre-decontamination evaluation of the returned devices. The following sections of this report have been updated: additional information added to b5, corrected d4 serial number, corrected d4 expiration date, corrected d4 primary unique device identification (UDI) number, updated d9, updated h3, corrected h4, and added related report number to h10. Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The valve frame damage reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The 26mm sapien 3 ultra valve was returned for evaluation. The returned device was visually examined, and the following was observed: crimped valve stuck inside sheath shaft. Two (2) frame struts bent outwards at the inflow side. The valve was expanded by engineering and the following was observed: leaflets dehydrated due to storage conditions (prolonged crimping) during the return handling process. Scratches observed along the sheath shaft material. Due to the nature of the event, no applicable functional or dimensional testing was able to be performed. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The valve frame damage was confirmed based on evaluation of the returned device. Available information suggests patient factors (calcification) and/or procedural factors (excessive device manipulation) likely contributed to the event as provided information indicated moderate degree of calcification, and during evaluation of the esheath+, scratches were noted along the sheath shaft. In addition, the reported information indicates there were difficulties during insertion of the delivery system through the sheath. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Furthermore, excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from affiliates in finland, a 26mm sapien 3 ultra valve was to be implanted in the aortic position by transfemoral approach. Difficulties were experienced during advancement of the valve through the 14fr esheath+, and a bent valve strut punctured the sheath. The sheath damage was located at the esheath shaft. The valve, delivery system, and sheath were removed as one unit. There was no patient injury. A second valve and sheath were prepared, and the new valve was successfully implanted.